Event description:
It was reported that the customer's insulin pump would not turn on. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Pump was received with failed battery test alarm due to corroded battery tube. No blank display noted. Unable to verify off no power alarm due to failed battery test alarm. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.